Event description:
It was reported that the patient presented with an electrical storm and was admitted to the intensive care unit (ICU) on (B)(6) 2025. The patient was experiencing worsening heart failure. The patient's symptoms included congestive symptoms with increased diuretic requirements. The electro physiology team did not believe the arrhythmias were related to the inflow cannula, due to the patient previously having had a large arrhythmic substrate that was not ablated due to the patient's poor clinical status and ejection fraction prior to left ventricular assist device (lvad) implant. A new ablation procedures was being considered. The site identified that the patient had an infection on (B)(6) 2025, with an unclear source, however bacteremia was isolated. The patient presented with fever, and the patient's blood cultures were positive for enteroccocus faecalis. Log file review was requested which revealed frequent pulsitility index (pi) events. It was believed that the pi events were related to the recurring arrhythmias, which improved as of (B)(6) 2025. It was believed an infectious episode triggered the electrical storm. Additional log file review was requested which revealed more pi events. No other unusual events were found in the log file history. The patient was treated with 6 weeks of intravenous antibiotics. An ablation procedure was not performed the patient improved with treatment of the infectious episode. It was not believed that a device issue caused or contributed to the patients worsening heart failure. The patient's arrhythmia did not result in clinical compromise. It was noted that it was sustained ventricular tachycardia with implantable cardiac device (ICD) shocks. It was noted the patient was noted to have a history of arrhythmia prior to lvad implant. The arrhythmia was not thought to be device related, but instead related to the instability caused by the patient's infectious event and recurrent high grade fever. The ICD was implanted prior to lvad implant, and the arrhythmia was reported to have resolved. The patient was noted to now be doing well, and was discharged home on 11dec2025. The hospital intended to continue current medical therapy for heart failure, and would consider reactivation on the transplant list in a few months.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files captured pi events, which were considered to be related to the patient¿s arrhythmia. No other unusual events or alarms were noted and the device appeared to be operating as expected. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B, and the heartmate ii lvas patient handbook rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and cardiac arrhythmia, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection and arrhythmia as a potential late postimplant complication. Section 4 of the IFU, ¿system monitor¿, states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with an electrical storm and was admitted to the intensive care unit (ICU). The patient was experiencing worsening heart failure. The electro physiology team did not believe the arrhythmias were related to the inflow cannula, due to the patient previously having had a large arrhythmic substrate that was not ablated due to the "patient's" poor clinical status and ejection fraction prior to left ventricular assist device (lvad) implant. A new ablation procedures was being considered. Log file review was requested which revealed frequent pulsitility index (pi) events. It was believed that the pi events were related to the recurring arrhythmias, which improved as of (B)(6) 2025. It was believed an infectious episode triggered the electrical storm. Additional log file review was requested which revealed more pi events. No other unusual events were found in the log file history.

Event description:
It was noted that adjustments were made to the patients antiarrhythmic medication regimen due to this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with an electrical storm and was admitted to the intensive care unit (ICU) on (B)(6) 2025. The patient was experiencing worsening heart failure. The patient's symptoms included congestive symptoms with increased diuretic requirements. The electro physiology team did not believe the arrhythmias were related to the inflow cannula, due to the patient previously having had a large arrhythmic substrate that was not ablated due to the patient's poor clinical status and ejection fraction prior to left ventricular assist device (lvad) implant. A new ablation procedures was being considered. The site identified that the patient had an infection on (B)(6) 2025, with an unclear source, however bacteremia was isolated. The patient presented with fever, and the patient's blood cultures were positive for "enterococcus" faecalis. Log file review was requested which revealed frequent pulsitility index (pi) events. It was believed that the pi events were related to the recurring arrhythmias, which improved as of (B)(6) 2025. It was believed an infectious episode triggered the electrical storm. Additional log file review was requested which revealed more pi events. No other unusual events were found in the log file history. The patient was treated with 6 weeks of intravenous antibiotics, including piperacillin and tazobactam. An ablation procedure was not performed the patient improved with treatment of the infectious episode, and the infection resolved. It was not believed that a device issue caused or contributed to the patients worsening heart failure. The patient's arrhythmia did not result in clinical compromise. It was noted that it was sustained ventricular tachycardia with implantable cardiac device (ICD) shocks. It was noted the patient was noted to have a history of arrhythmia prior to lvad implant. The arrhythmia was not thought to be device related, but instead related to the instability caused by the patient's "infectious" event and recurrent high-grade fever. The ICD was implanted prior to lvad implant, and the arrhythmia was reported to have resolved. The patient was noted to now be doing well, and was discharged home on (B)(6) 2025. The hospital intended to continue current medical therapy for heart failure and would consider reactivation on the transplant list in a few months. It was noted that adjustments were made to the patients antiarrhythmic medication regimen due to this event.